Event description:
It was reported that the patient's controller had gotten hot and read "backup battery failure". The patient performed a controller exchange on their own. A new backup controller was sent to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller becoming warmer than expected and a backup battery fault alarm were not confirmed. The system controller serial number (B)(6) was not returned for analysis and no log files were associated with the reported event. Questions regarding the controller¿s return status were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. The device history records for the system controller, serial number (B)(6), were reviewed and showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 2 ¿how your pump works cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.